Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06892. It was reported that the patient fell due to tripping over a rope. Their device hit the corner of a table and wanted to get their device checked out. The atrial and right ventricular leads were not capturing upon interrogation. An x-ray showed that the leads were pulled back. The doctor decided to replace both leads the next day. The leads were successfully replaced and no adverse effects occurred. The patient left in stable condition.